Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, as the generator was emitting a solid tone without any error codes, the instrument was removed from pt and at this time the blade was in one piece. They gently pushed the active blade against table when it was broken in half. This happened out of pt. Another instrument was used to continue the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.